Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the device has been provided to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed three dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2016-10257. UDI: (B)(4).

Event description:
During a knee scope, the implant was fired, the suture possibly bunched up/knotted. The gun would not properly fire the second implant. This had to be pulled out. The suture broke, the implant could not be found in the knee after searching for 20 minutes. Additional information received via email from the sales rep on 6-2-2016. Sales rep spoke with the surgeon and was told the first implant went in fine, then the gun went limp and he had no control anymore. At this point he pulled on the suture to try and retrieve the implants. From what I can determine, it was the first implant. The silicon tube did not go into the patient. The surgeon used the shaver to clean up the meniscus.